Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead alert triggered due to the high lead impedance measurement on the superior vena cava (svc) coil of the lead. The svc coil was turned off and the patient returned a few days later for defibrillation threshold testing. The system was tested without the svc coil and the shock was from the competitor's right ventricular lead to the device. Defibrillation occurred at 35 joules. The device vector was reprogrammed to full output therapies. The lead remains in use. No patient complications have been reported as a result of this event.